Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 5 reported events are included in this follow-up record. Product return status: 4 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 2 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.